Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient stated that their leaking returned within the last month. The patient stated that they had a urinary tract infection that was treated at that time with antibiotics. The leaking had improved but the patient still dribbled urine throughout the day. The patient denied pain or a foul odor with their urination. The patient stated that the device helped reduce the amount of utis the patient experienced. They also stated that they have experienced diarrhea the last few weeks and did not know if it was device related. The patient was also diagnosed with fecal incontinence, but the device helps treat that. The patient was suggested to decrease their stimulation to rule out the stimulation being a direct cause of the dribbling. The patient was told to hold their stimulation setting for a week and follow up with results. There were no known device issues. The issue was resolved.

Event description:
It was reported that the patient stated that their leaking returned within the last month. The patient stated that they had a urinary tract infection that was treated at that time with antibiotics. The leaking had improved but the patient still dribbled urine throughout the day. The patient denied pain or a foil odor with their urination. The patient stated that the device helped reduce the amount of utis the patient experienced. They also stated that they have experienced diarrhea the last few weeks and did not know if it was device-related. The patient was also diagnosed with fecal incontinence, but the device helps treat that. The patient was suggested to decrease their stimulation to rule out the stimulation being a direct cause of the dribbling. The patient was told to hold their stimulation setting for a week and follow up with results. There were no known device issues. The issue was resolved.

Manufacturer narrative:
Block d2b: product code: additional product code qon block g4: premarket / 510(k) #: additional premarket/510(k) p190006 block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of "diarrhea", "incontinence, fecal", "incontinence, urinary" and "infection, urinary tract" ware defined in the product risk documentation. These events type have been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.